Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 415 mg/dl and 95 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated he had wet alcohol on his hands with the first result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.